Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the pt arrived in the emergency department at the hospital at 23:01pm (B)(6) with complaints of chest pain and diaphoresis, status post two episodes of syncope. ECG did not show st elevations, however echocardiogram showed segmental wall motion abnormalities with ef approx 20% and significant lvot (left ventricular outflow tract) gradient. The mi team was activated and decision was made to transfer pt; however, pt deteriorated and became hypotensive, bradycardic and showed signs of respiratory distress. As a result, pt was sedated, intubated, started on vasopressors and finally brought to the cardiac lab at 03:27 am (B)(6) for diagnostic angiogram. Angiogram showed non-obstructive coronary disease with significant lv (left ventricular): aortic gradient, suggestive of hypertrophic obstructive cardiomyopathy. At this time, the decision was made to insert an intra-aortic balloon (iab) for hemodynamic support. A 6fr arterial access to the right femoral artery was exchanged for 8fr sheath to accommodate a 40cc iab. The iab was inserted over a spring wire guide (swg) without difficulty. The swg was removed and blood was unable to be aspirated from the central lumen. The staff was also unable to get a blood pressure reading immediately after insertion. The catheter was repositioned without success. Intra-aortic balloon pump (iabp) therapy was started on ECG trigger and the iab inflated and deflated properly, however the staff was still unable to obtain an arterial pressure tracing or aspirate blood. At this time, the md decided to remove the iab through the sheath and assess for blood clot within the central lumen. Negative pressure was applied to fully deflate balloon and the md pulled balloon through the sheath while maintaining access with both the sheath and swg. According to the md, "there was marked resistance removing the iab, even very proximal to distal edge of balloon. Once half of the balloon was within the sheath, the balloon sheared in two, with the distal half remaining on the swg within the pt. While maintaining arterial access the swg, the 8fr sheath and distal segment of the iab were removed successfully. The sheath was noted to be flared distally with multiple accordion-like kinks throughout." At this time, an 11fr sheath was placed in an attempt to control the profuse bleeding from the increased size of the arteriotomy caused by the flaring of the previous sheath and the distal part of the detached balloon. Pulsative flow continued from the arteriotomy and therefore a 14fr sheath was then placed. The 14fr sheath provided improvement in hemostasis with only minor oozing from site. A new datascope iab was placed without incidence. Post procedure, pt required vascular surgery intervention due to persistent bleeding and intra-operative findings were that there was a 50% tear of the profunda branch from the removed iab. The vascular surgeons performed successful profundaplasty with sutures. The pt has remained stable from his vascular access site although his hematocrit did drop significantly and he required blood transfusion.